Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoir not leaks and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. Customer¿s blood glucose level was 323 mg/dl. The customer reported that the reservoir was leaked from second o ring. Customer reported that they were able to passed self test. The reservoir will be returned for analysis.